Manufacturer narrative:
The account's maintenance replaced the communication circuit board to repair the bed.

Event description:
Information received indicates, the pt positioning monitor (ppm) alarmed at bed side but did not place a nurse call at the nursing station when the pt exited the bed. No injuries.